Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one sample from a blood donor patient tested for the elecsys (B)(6) gen. 2 immunoassay (B)(6) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The sample resulted as (B)(6) when tested with the (B)(6) test. No error messages or abnormalities of the analyzer were observed at the time of sample measurement. The blood bank, as well as a partner laboratory using competitor analyzers found the sample to have clearly (B)(6) results. No specific result details were provided by the customer. No adverse events were alleged to have occurred with the patient. The e602 analyzer serial number was (B)(4).

Manufacturer narrative:
It was confirmed by the customer that the issue actually occurred with three samples from the same patient. The patient was initially tested in the blood bank where a positive hepatitis c status of the patient was found. The first sample was tested on (B)(6) 2017, the second sample was tested on (B)(6) 2017, and the third sample was tested on (B)(6) 2017. The results from these samples are as follows: sample from 05/02/2017: anti-hcv2 = 0.039 coi (negative). The anti-hcv2 reagent lot number used for testing this sample was 206028, with an expiration date of july 2017. Hbs-ag = negative. Anti-hbc = negative. Sample from 05/11/2017: anti-hcv2 = 0.036 coi (negative). The anti-hcv2 reagent lot number used for testing this sample was 206028, with an expiration date of july 2017. Hepatitic c antibody (abbott architect method) = positive. Hcv-blot (confirmation test) = positive, bands ns3 and ns5. Hcv rna qualitative = negative . Sample from 06/14/2017: anti-hcv2 = 0.031 coi (negative). The anti-hcv2 reagent lot number used for testing this sample was 220438, with an expiration date of september 2017. Hepatitic c antibody (abbott architect method) = positive. Hcv rna quantitative (cobas 4800) = <9.2 iu/ml (detection limit of method is 9.2 iu/ml). Two samples from the patient were provided for investigation. These samples were found to be non-reactive for anti-hcv2 and negative using the fujirebio innolia hcv score blot. The sample results are considered to be true negative values with the anti-hcv2 test. No product problem was found.